Event description:
Caller states the pt tested 7.5 inr on the coaguchek s system while a comparison lab returned as 4.2 inr. Pt's coumadin dose was held for two days based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.